Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The root cause of the tachycardia and ventricular fibrillation was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
The complainant reported that they encountered ventricular tachycardia and ventricular fibrillation episodes during impella 5.5 support. The patient was treated with amiodarone and lidocaine.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.